Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had calibration issues and experienced high blood glucose level of 420 mg/dl and a low of 45 mg/dl. The customer treated the low with food and glucose pill and stated that they were going to treat the high blood glucose with the insulin pump and syringe. The customer's blood glucose level during the call was 279mg/dl. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.